Event description:
The account alleged the head up function will go up, but will then go back down by itself.

Manufacturer narrative:
The technician isolated the cause to the head hi/low limit switch wasn't making contact do to dust built up. He cleaning and lubricated the track areas of the head hi/low so the head limit would engage to repair the bed.